Event description:
Report from the USA. During a temporal craniotomy procedure, the surgical team was creating a bur hole in the temporal region. At an unspecified time during the procedure, a tear in the dura occurred during dissection. This was repaired as part of their normal procedure and there was no complication.

Manufacturer narrative:
Evaluation of the device indicated it met all operational specifications and performed as designed. The device passed all mfg and test requirements during mfg. This report is being submitted as part of a retrospective review of previously submitted reports: 1045834-2012-2. 1045834-2012-2, 1045834-2012-2-02. Ref: 200049126.